Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported by an ous affiliate, that the patient heard a clicking noise, and then an unexpected setting changed was confirmed. This is a (B)(6) male. The implantation occurred (B)(6) 2015, with an initial pressure setting of 110 mmh2o. It is reported that his protein value is normal. This patient responded in an agile manner to the setting change. The device was removed and will be returned for analysis. There was no information regarding a replacement device.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4), upon completion of the investigation it was noted that the position of the cam when valve was received was at 110 mmh2o. The valve was visually inspected: the silicone housing of the needle chamber was cut/torn, and the connector was detached. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. Due to the important damage to the silicone housing it was not possible to test the valve. The catheters were irrigated, no occlusions noted. Review of the history device records for the valve product code 82-3842 with lot cmpb6b, conformed to the specifications when released to stock on the 3rd february 2012. The root cause for the disconnected connector is probably due to wrong handling, this however could not be determined. No defect was noted with the connector. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the disconnected connector is probably due to wrong handling of the device, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.